Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, rupture. The device has been explanted and replaced with non-abbvie devices. This record relates to the right side.

Manufacturer narrative:
Clarification to e.1: information was first received from the healthcare professional. Continued e.1 phone number: (B)(6). Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced with non-abbvie devices. This record relates to the right side.